Event description:
Lens opacity [lenticular opacities] patient who had undergone surgery for technic intra ocular lens (iol) implantation in eye, one month previously (the report did not indicate which eye was operated on first). In 2003 the patient underwent implantation with technics z-9000, 22 dioptres in the opposite eye. There were no complication during surgery, nor one week later during the first follow-up visit. One month later during the second follow-up visit the lens was found to be opaque and white. It was decided to explant the lens; continued in additional info section at the time of this report the patient had not recovered from the event. This case lacks significant medical information needed to provide an accurate casual assessment. Further information is required regarding the indication for the iol implantation, the surgery performed, complications during surgery, irrigation fluids used during surgery, and concomitant medications during surgery and in the postoperative period. Ocular medical history is missing. The most common cause of a hazy lens (opaque lens) is early opacification of the posterior capsular (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. Technical compliant analysis report would help to evaluate the case further. Additional information is therefore expected so that a causality assessment can be made.